Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Continuation of concomitant: 5076-52 lead implanted: (B)(6) 2015.

Event description:
It was reported that at implant dft (defibrillation threshold) testing of the patient¿s new device the right ventricular (rv) lead exhibited undersensing which caused the shock to be aborted. The arrhythmia was redected and an effective shock was delivered. The lead remains in use. No patient complications have been reported as a result of this event.